Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization record for this lot was reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a trial patient acquired staph infection. The patient was admitted to the ER. The devices were explanted and the patient was given IV antibiotics. Follow up indicated that the patient had recovered and awaiting permanent implant.